Event description:
This report was received from global pharmacovigilance (gpv) and is a spontaneous report from a consumer in the USA of peritonitis in a patient coincident with dianeal pd4 ambuflex and dianeal pd4 ultrabag therapies for peritoneal dialysis (pd). Dianeal therapies were ongoing. During a call with baxter customer services, the following was reported. On an unknown date, the patient experienced peritonitis. On (B)(6) 2012, the patient was hospitalized for the event. The cause of the peritonitis was unknown. Treatment was not reported. On (B)(6) 2012, the patient was discharged from the hospital. At the time of this report the patient was recovering from the peritonitis. An opinion of causality was not reported for the event of peritonitis.

Manufacturer narrative:
(B)(4). This report of peritonitis was received with no alleged device malfunction or use error; therefore, a sample was not requested. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. Should additional information become available, a follow-up report will be submitted. This is report 1 of 3 involved in this peritonitis event.

Manufacturer narrative:
(B)(4). On (B)(6) 2012, follow up information was received by global pharmacovigilance (gpv) from a nurse, who medically confirmed the case. On an unreported date, the patient was treated with vancomycin intraperitoneally and oral ciprofloxacin. The nurse believed that the peritonitis was caused by touch contamination, but without culture results, could not confirm it. The patient was retrained on proper pd therapy technique. On an unreported date, the patient recovered from the peritonitis. Per the nurse, the event of peritonitis was unrelated to dianeal therapy. A batch review was conducted for potentially associated lot numbers h12f25109, h12f11109, h12a06092 and h12c18010 and no exceptions were observed that were related to the reported condition.

Manufacturer narrative:
(B)(4).the problem was not confirmed. No device malfunction or use error was identified. No assignable cause was determined.